Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 15, 2016 that an ultraflex esophageal stent was to be used to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the stent could not be deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.